Manufacturer narrative:
(B)(4) = leak test failure the analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any possible leak failures. During testing, the device leaked without test probe. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
This is a spontaneous report from (B)(6), cardiovascular coded to cardiovascular disorder and peritonitis in a male patient who was (B)(6), coincident with dianeal pd4 unknown bag therapy. On (B)(6) 2010, the patient started treatment with dianeal pd4, intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, the patient was diagnosed with peritonitis manifested by abdominal pain and cloudy effluent. The patient was hospitalized on the same day for the peritonitis. The cause of the peritonitis was unknown. Antibiotic therapy was started but no further information was available. Dianeal therapy was ongoing. The peritonitis was ongoing and unchanged. It is unknown when the patient experienced the stroke. It is unknown if the patient death was caused or contributed to by baxter solutions or devices. It is unknown if an autopsy was performed. Concomitant medications were not reported. The reporter believed that the peritonitis was not related to dianeal therapy.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the trocar was leaking gas profusely when 5mm instruments were inserted and used. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.